Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because of small vessel size and were not large enough to accommodate 5.5 pump and were successful in implanting impella cp. D4-updated model number. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that an impella 5.5 could not be implanted in a patient due to the patient's vascular size. Instead, an impella cp was successfully implanted.